Event description:
It was reported that the customer was taken to the hospital for diabetes ketoacidosis and high blood glucose of over 1000mg/dl. The customer's step mother stated that she was not sure what happened. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.